Event description:
Additional information received reported that 30 minutes following the catheter revision for the catheter tip fibrosis, the patient had a procedural event causing complete sensory and motor losses to the lower extremities. The healthcare provider stated that 'sensory loss was noted to involve the lumbar segments only with a non-dermatomal distribution to global thighs, calves and bilateral global feet'. The patient was able to 'weight bear/ambulate with support'. The patient was noted to have full motor and sensory function at discharge. Additional information will be reported in an additional supplemental report if it becomes available.

Event description:
It was reported that the patient experienced increasing pain despite medication titration. A catheter access port (cap) contrast study (B)(6) 2012 showed a catheter tip fibrosis. It was indicated that it was possibly related to therapy. The catheter was replaced. The severity was noted as moderate. The outcome resolved without sequelae (B)(6) 2012. The pump delivered sufenta 400mcg/ml dose 159.84mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8731, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).